Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain coming from the scrotal area. Two weeks later, the patient underwent a revision procedure. During surgery, it was observed that the pump was located too far into the scrotum and it seemed it had been activated prematurely. The pump was moved over and deactivated. No additional patient complications were reported.